Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. Reportedly, customer continued to use the pump for insulin therapy. And also, had manual injections available. There was no adverse impact to the customer¿s blood glucose level.